Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
The end-user's daughter states that one of the bolts broke in the handle and when her father pulled back to move the lift, the lift tipped over with the end-user in the air and both the end-user and lift fell to floor. She states the end-user was not hurt, and refused to call the doctor. The daughter states the end-user had to have her son help her off of the floor and get the lift off of her.